Event description:
It was reported that after implanting an intraocular lens a tear was noted, requiring the lens to be explanted from the left eye in a secondary procedure. The date of implant was not provided. There was no patient injury reported. There was no incision enlargement. No further information has been provided.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing site for inspection. The visual inspection showed that the returned lens is torn. It was cut in at least two (2) pieces, where one (1) piece of the haptic was missing. The lens was received in several pieces and thus it was not possible to investigate the lens on the presence of a tear. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Based on device history review (DHR), review of the non-conforming materials reports revealed that there are no associated nonconformity material reports with respect to this order number. Review of the sterilization records showed no deviations. Results of environmental monitoring records showed no deviations for the associated order number. A review of the raw material/manufacturing procedures was done and did not show any change in process or material that were related to the complaint. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
It was reported that the intraocular lens was removed and replaced during the same procedure due to a tear in the lens. If implanted, give date: (B)(6) 2013. Visual inspection of the sample shows the lens is damaged, most probably to make explant possible. The lens is incomplete. Because of the condition of the returned lens, the presence of a tear in the lens as reported by the customer, could not be identified. The lens was found torn; but the tear found in the returned sample may be a result of the explant process. All pertinent information available to abbott medical optics has been submitted.